Manufacturer narrative:
E1 (B)(6). B3 date of event is unknown. Additional information will be provided if available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image displayed involving an olympus camera head. There was no patient injury reported.